Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was exchanged 7 years after initial implantation due to subluxation of the lens. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, it was indicated by the nurse that the event was not blamed on the iol.